Event description:
A (B)(6) male pt underwent aaa repair with left approach. The pt had a right accessory renal artery. The length from the right accessory renal artery to the aneurysm was approximately 8mm, and from the renal arteries to the aneurysm was approximately 17mm. It was an off-label use since the stent graft was altered to be fenestrated to preserve the right accessory renal artery, not only due to a matter of proximal neck length. There was no problem in access route in both sides. The delivery system of the fenestrated stent graft was advanced from the left fa and the stent graft was deployed adjusting the position with the renal arteries. The patency of the accessory renal artery was confirmed, then both right and left iliac leg grafts were placed. After the procedure, angiography confirmed proximal type I endoleak. Then, ballooning was performed with coda, but the endoleak remained. The physician decided to take a wait-and-see approach. There has been no pt outcome reported.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event evaluation: still under investigation.